Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to damaged video connector socket. However, the specific cause of the damaged video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the inspection of the returned asset device, it was found that images were not displayed due to damage to the digital visual interface (dvi) terminal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus asset, the digital visual interface (dvi) connector for the high definition lcd monitor was broken. There were no reports of patient harm.